Manufacturer narrative:
Results: the px slim delivery microcatheter (px slim) was kinked approximately 2.5 cm from the hub, underneath the strain relief. The px slim was ovalized approximately 2.5 cm from the distal tip. Conclusions: evaluation of the returned device revealed that the px slim was kinked near the proximal end, and ovalized near the distal end. This type of damage typically occurs due to improper handling during use. If the device is manipulated with force against resistance, it is likely that damage such as this will occur. If the px slim is damaged, difficulty will likely be experienced when attempting to advance embolization coils through it. These devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2015-01064. 2. 3005168196-2015-01065.

Event description:
The patient was undergoing a coil embolization procedure in the vertebral artery using a px slim delivery microcatheter (px slim) and pod coils. During the procedure, the physician successfully delivered the px slim into the vertebral artery but was unable to advance two different pod coils through the px slim. The px slim and pod coils were removed from the patient and the procedure continued using another manufacturer's devices. There was no report of an adverse effect to the patient.